Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lvad system produced elevated flow estimation and pump power readings. The patient was asymptomatic. A representative of the manufacturer's technical services team reviewed the submitted log file, and the analysis revealed trends consistent with lvad thrombosis. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The report of elevations in pump power and estimated flow were confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for these events could not be determined through this evaluation. The log file, which contained data from (B)(6) 2017 through (B)(6) 2017, captured elevations in pump power and estimated flow on (B)(6) 2017 and continued throughout the rest of the log file, ranging from 7.6 to 8.8 watts and 8.6 to 110.7 lpm, respectively. These elevations appeared to be associated with pi events. Despite the fluctuations in pump parameters, no atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The patient remains ongoing on pump support and no further events have been reported at this time. The hmii lvas instructions for use explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.